Event description:
It was reported that (1) tsb35 was used during a lap ovarian cystectomy procedure. It was reported by the rep that the stapler would not fire staples or cut tissue on first firing. A replacement stapler was used which worked fine. There was no consequence to pt.